Event description:
The consumer reported two false negative results with the binaxnow covid-19 antigen self-test performed on kitted nasal swab samples on (B)(6) 2022. This report is for consumer one (1) of two (2). The consumer tested positive with the binaxnow covid-19 antigen self-test on (B)(6) 2022. Confirmation pcr testing (platform unknown) was performed on an unknown date which generated a positive result. No information regarding patient health status or outcome was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference related MFR. Report number 1221359-2022-04258.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 202146 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 202146 and device part number 195-430h/ lot 195617. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 202146 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.